Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the proximal end were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20feb2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A 3.50 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed stent damage.